Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 flowmeter was cleaned to resolve the issue. Block a: no patient information to date after calls to customer 04/18/2024 and 04/26/2024. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in potential hypoxic gas mixture delivery during a case. The patient circuit was replaced and case resumed. There was no patient involvement.